Event description:
It was reported via repair work order that the bed lifts were drifting due to damaged lift motor. It was also reported that the litter head end bumpers and bottom litter cover were damaged with exposed sharp edges and bed lifts and fowler cpu would not hold calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed lifts were drifting due to damaged lift motor. It was also reported that the litter head end bumpers and bottom litter cover were damaged with exposed sharp edges and fowler and lift would move pass its limits due to a malfunctioning cpu board and it was also skoocher motor would move pass its limits due to the bracket and switch wire needing adjustment with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the fowler and lift would move pass its limits due to a malfunctioning cpu board and also skoocher motor would move pass its limits due to the bracket and switch wire needing adjustment with exposed sharp edges.